Manufacturer narrative:
(B)(4). Procode is krd/hcg. (B)(4). The catalog and lot numbers of the device are not available. The UDI is not known as the product catalog is not available. The expiration date of the device is not known. The device manufacture date is not known as the catalog and lot numbers of the device are not available. [Conclusion]: the healthcare professional reported that during the procedure, the coil (unknown catalog/lot number) could not be detached using the enpower control cable. The coil was replaced, and the procedure was successfully completed without further issue or delay. A follow-up attempt to get information on the coil that did not detach and on the replacement coil was made. The response received was that no further information was available on the complaint coil, the replacement coil and whether the control power was also replaced. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was also reported as not available to be returned for evaluation. The lot number is not available. Device history record (DHR) review could be performed without the lot number. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instruction for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, the device history record (DHR) review was not performed as the catalog and lot numbers of the device were not available; without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue that the coil failed to detach. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the coil (unknown catalog/lot number) could not be detached using the enpower control cable. The coil was replaced, and the procedure was successfully completed without further issue or delay. A follow-up attempt to get information on the coil that did not detach and on the replacement coil was made. The response received was that no further information was available on the complaint coil, the replacement coil and whether the control power was also replaced. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was also reported as not available to be returned for evaluation.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on 12/25/2018. [Conclusion]: the healthcare professional reported that during the procedure, the coil (unknown catalog/lot number) could not be detached using the enpower control cable. The coil was replaced, and the procedure was successfully completed without further issue or delay. It was confirmed that there were no damages observed on the coil, coil delivery system/detachment system prior to the use of the device. The device was stored, handled and prepped per the instruction for use (IFU). A follow-up attempt to get information on the coil that did not detach and on the replacement coil was made. The response received was that no further information was available on the complaint coil, the replacement coil and whether the control power was also replaced. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was also reported as not available to be returned for evaluation. The lot number is not available. Device history record (DHR) review could be performed without the lot number. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instruction for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, the device history record (DHR) review was not performed as the catalog and lot numbers of the device were not available; without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue that the coil failed to detach. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.